Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to cylinder aneurysm. The left cylinder had migrated from the corpora. The surgeon determined that the aneurysm was caused by an oversized cylinder. The existing pump and cylinders were explanted and replaced with smaller sized components. The reservoir component of the ipp remained implanted in the patient. The patient was reported to be doing well after procedure. The explanted ipp components are expected to be returned. A supplemental report will be filed upon completion of the product analysis.

Manufacturer narrative:
Investigation results: the complaint component was returned and analyzed, and the reported allegation of migration could not be confirmed via product analysis. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to cylinder aneurysm. The left cylinder had migrated from the corpora. The surgeon determined that the aneurysm was caused by an oversized cylinder. The existing pump and cylinders were explanted and replaced with smaller sized components. The reservoir component of the ipp remained implanted in the patient. The patient was reported to be doing well after procedure. The explanted ipp components are expected to be returned. A supplemental report will be filed upon completion of the product analysis.